Event description:
This cas was reported by a consumer and described the occurrence of neuropathy in a female pt who received poligrip (super poligrip extra care with poliseal) over a period of 13 to 14 years for loose dentures. A physician or other health care porofessional has not verified this report. The patient's past medical history included aneurysm and hysterectomy. Concurrent medical conditions included seasonal allergy and white coate hypertension. Concurrent medications included calcium sodium poly (vinyl methyl ether-maleate) (fixodent), diovan hct, rosuvastatin calcium (crestor) and atorvastatin calcium (lipitor). On an unknown date, the patient started poligrip "on and off" at unknown dosing. Seven to eight years later, in 2000, the patient experienced neuropathy. She stated the neuropathy was primarily in her feet, and at times it would affect her legs and thighs and go throughout her body. The patient was treated with gabapentin (neurontin). She also rubbed her feet with cream (any cosmetic moisturizing cream) two or three times per day and wore socks to protect her feet. This case was assessed as medically serious by gsk. Treatment with poligrip was continued.